Event description:
The customer's mother reported that her son's insulin pump is having issues. Customer stated, son at camp and infusion set come off. Customer replaced the infusion set and he got no delivery alarm. Customer's blood glucose was 385 mg/dl. Customer declined troubleshooting. Advised customer to do complete infusion set change. Advised customer the insulin pump would be replaced. No further information provided.